Manufacturer narrative:
This report is submitted on february 24, 2017.

Event description:
Per the clinic, the patient experienced a breakdown of the blind sac closure resulting in extrusion of the electrode array. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report, february 24, 2017.

Manufacturer narrative:
This report is submitted on april 21, 2017.

Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2017. This report is filed on april 04, 2017.